Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station screen was black and the station was offline in rss. Troubleshooting steps included powering the station off and back on and verifying that the power outlet was functioning; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, a field service engineer (fse) shut down the device and unplugged the pyxibus cables from all drawers. The fse plugged in the drawers one at a time and powered on the device. When the device did not power up after a specific drawer was connected, the fse identified the auxiliary drawer as the cause of the issue. Because it was a half height drawer, the fse unplugged the retractor band to confirm that the pyxibus card functioned properly. The fse then replaced the drawer controller board in drawer 5 and successfully rebooted the device. The customer inventoried the medication in the drawer. The system functioned as intended after the field service engineer repaired the device.